Event description:
Customer undergoing a CT guided microwave ablation of the kidney. During the procedure, the toshiba CT machine displayed an error message on screen that would not allow for procedure to continue during positioning. A hard shutdown was required during the middle of ablation procedure while positioning the probe. The delay of care was approximately 20 minutes in which the customer was under anesthesia. After the hard reboot, the machine did start up and the procedure was able to be continued. Service was contacted right after the procedure and were given the error codes that came up causing the delay. Service was scheduled to come later in the evening. Preventative maintenance was performed on this system on (B)(6) 2018. The technician reported that preventative maintenance was performed per manufacture's requirements. All qa passes, no artifacts present. On the field service report from (B)(4) 2018, listed repairs including gms board replacement.